Manufacturer narrative:
Cassette samples and photos were received for analysis for complaint of foreign object inside the medication cassette. The samples were received in used condition, decontaminated, without its original packaging and inside in a plastic bag. Sample was visually inspected at a distance of 12¿ to 16¿ under normal conditions illumination. Particles were detected. According to samples received, the failure mode ¿foreign material/contamination¿ was confirmed in the devices received.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported there was a foreign object inside the medication cassette. This occurred upon/before opening. There was no patient involvement.